Manufacturer narrative:
Please refer to the attached analysis report (B)(4).

Event description:
Reportedly, error messages were displayed during interrogation.

Event description:
Reportedly, error messages were displayed during interrogation.